Manufacturer narrative:
Insulin pump received no button response due to flattened act button dome switch. Insulin pump was unable to verify failed battery test alarm due to no button response. Insulin pump also received with minor scratches on lcd window and scratched reservoir tube window.

Event description:
Customer's mother reported that the insulin pump returned a failed battery test. Caller inserted a new battery and received an additional failed battery test. Caller also reported that the act button was only responding intermittently. Blood glucose level was 135 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.